Event description:
Additional information was received which indicated that the first valve was loaded into the delivery catheter system (dcs) and 3 attempts to position the valve were made. The valve was re-sheathed three times with these attempts. The system was then removed from the patient. The same dcs was used to successfully implant the second valve. Thirteen days following the valve implant, the patient was hospitalized for decompensated heart failure. The cause was not reported. A magnetic resonance imaging (MRI) performed 6 days later, approximately 15 days following onset of the stroke, identified foci of abnormal diffusion restriction in both the posterior corona radiata and the right cerebellum. This was consistent with embolic infracts. There was no abnormality susceptibility artefact to suggest hemorrhage or hemosiderin deposition. Treatment for the stroke included management with an antiplatelet medication. As reported, the embolic strokes did not resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a pre-balloon aortic valvuloplasty (bav) was not performed prior to the attempted implant of the first valve. The physician indicated there were no patient factors that contributed to the constrained attempted valve. The previously reported appropriate conditioning of the attempted valve was misreported and should reflect that the valve had been appropriately positioned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that there was not permanent impairment.

Event description:
Additional information was received which indicated that thirteen days worsening bilateral pedal oedema and worsening shortness of breath (sob) developed required the hospitalization. A chest x-ray showed cardiomegaly, but no consolidation. Treatment included intravenous diuretic and then oral diuresis. The symptoms improved and the patient was discharged 8 days later. The physician indicated that this episode was not related to the device or procedure.

Manufacturer narrative:
Updated data: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the first valve ((B)(6)) had been repositioned due to evidence of the valve being constrained at the annulus despite ¿excellent¿ height after appropriate conditioning. It was not known if there were any patient factors that contributing to the repositioning. A second dcs was used to successfully implant the active valve. There were no patient factors that had contributed to the stroke. The stroke event was reported as resolved approximately 37 days following onset.

Manufacturer narrative:
This is now a system report. The section d information was for the primary device, which was in use with the following: brand name: enveo pro delivery system. Product ID: envpro-16, lot #: 0011775973, brand name: evolut pro transcatheter aortic valve. Product ID: evolutpro-29, serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, for an unknown reason the valve was not implanted. Subsequently, a second valve was implanted. Four days following the transcatheter aortic valve implantation (tavi), the patient presented to the emergency department with the complaint of a visual disturbance of many black spots in visual field, present since post-tavi. The patient denied experiencing any other neurological symptoms. There were no underlying causes identified. Diagnostic assessment included computed tomography imaging of the brain which did not show any acute intracranial abnormalities. The patient was discharged. Fifteen days later, a magnetic resonance imaging of the brain showed small, scattered infarcts, reported as likely related to an embolic shower. Per the physician, the tavi procedure was a potential contributing cause to the small strokes. The patient was recommended to remain on the existing medication regimen; however, no additional treatment was required. No additional adverse patient effects were reported.